Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted the lead was returned with the helix partially extended. Analysis confirmed the helix would not fully extend. Additionally, the lead was confirmed to be fractured 15 mm from the terminal pin. As a result, the clinical observations were confirmed.

Event description:
Boston scientific received information that during the implant procedure, the helix of the right atrial (ra) lead would not fully extend after 30 turns which resulted in dislodgement. It was confirmed the connector tool was not turned faster than one turn per second. As a result, the lead was removed and returned. No adverse patient effects were reported.